Manufacturer narrative:
Result of investigation: the product was returned for evaluation. During the investigation the following was found. The customer complaint "tip broke off" can be confirmed. The investigation shows that the device exhibits severe wear at the distal end, and a part if the tip is missing. A probable reason for this could be that the electrode was operated for too long or at too high a voltage. Since the device was already more than nine years old at the time of the incident, it is also possible that it showed signs of wear due to the likely applications during the service life of the device. The corresponding instruction for use IFU: 96136308der; version: 2.1 - 06/2022 is stating the following on page 3: "warning: these instruments with hf connection used in combination with hf instruments are intended for a recurring peak voltage of max. 3.0 kvp and are only suitable for the short-term coagulation of small hemorrhages. Applications with device settings above 3.0 kvp can endanger the patient and damage the instrument. (In acc. With iec 60601-2-2, 3rd edition)." Furthermore: "warning: danger of overloading! Applying or exerting too much force on the instrument may lead to damage to the instrument or accessories, impairment of functioning and/or injury to the patient. Damaged or bent instruments must not be bent back into shape. Risk of injury and breakage if these instructions are disregarded!" On page 2: warning: ensure that the electrodes are in good working order before each use. In particular, check the insulation for any damage. If there are any signs of damage, the electrode must not be used under any circumstances. Ensure the secure placement of all components. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the tip broke off during procedure. The diathermy hook was used inside the left pleura and was given back with the missing tip, the surgeon was informed right away. The surgeon checked the cavity and found nothing. Scrub team searched, but nothing was found. An xray was performed and confirmed by the surgeon, showing nothing present inside. However, the broken off tip of the diathermy hook (approximately 5mm in length) was not found and x-rays were taken.